Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 33 mg/dl. Customer stated had hospitalized and had to take the pump off. Customer wants to know how to turn it off. Customer's son was advised how to suspend pump and unsuspend when ready. Customer's son declined to troubleshoot and he just want to it off.